Event description:
It was reported that the awl was placed into femoral canal and broke at scored section of awl. There was no adverse consequence for the patient or delay in surgery or anesthesia time.